Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation is based off the reserved sample. Visual inspection revealed no anomalies. The angle of the safety shield was within manufacturer specification. The safety unit was activated successfully. Breakage resistance test after activation of safety unit was performed and revealed no abnormity. The connection of firmness of the safety shield met specification. Simulation test resulted in successful activation. Production records and ex-factory test records revealed no abnormity. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The same user facility reported a similar event. See MDR 3004102031-2017-00008. (B)(4). Exemption number e2015024. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on august 24, 2017. Issue was post use when disposing of what was thought to be activated needle into sharps container. Two nurses experienced the issue when they thought the safety had snapped in place, and confirmed visually and clicked when activated. Both nurses were familiar with the product, and facility continues to use the product. Both nurses sustained used needle stick on right hand. Both nurses went through diagnostic blood testing per facility protocol and tested negative for infectious disease. No additional treatment required. One nurse no longer works for the facility.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo medical products (hangzhou) co., ltd. (Manufacturer) registration no. 3004102031. Exemption number e2015024. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that needles malfunctioned. The following information was provided by the user facility: the needles that malfunctioned caused two needle sticks by experienced home health rns; and while trying to dispose of the needle after it was used and they clicked the safety guard in place the guard then came loose causing a stick.